Manufacturer narrative:
Product complaint # (B)(4). Codman and shurtleff, inc ((B)(4)). Aneurysm recanalization. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made.  Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer.  This is one of three products involved with the reported complaint and the associated manufacturer report numbers are 3008264254-2019-00551, 3008264254-2019.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿association of plasma d-dimer level with thromboembolic events after endovascular coil treatment of ruptured cerebral aneurysms¿. 11 patients with acutely ruptured intracranial aneurysms who underwent endovascular balloon assisted coil embolization developed aneurism recanalization.